Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0923 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the skin cutting scalpel in the catheter package had pierced the outer packaging when the catheter was not in use, causing contamination.

Event description:
It was reported that the skin cutting scalpel in the catheter package had pierced the outer packaging when the catheter was not in use, causing contamination.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a scalpel cutting through the kit tray is confirmed; however the exact cause could not be determined from the photo sample provided. One photo sample of a groshong tray kit was returned for investigation. The package was observed to be opened. A red circle is drawn over the area of the exposed scalpel blade. The clear safety sleeve is not advanced over the blade. The tip of the blade appears to be piercing the tray. Based on the location of the scalpel and the location of the puncture site being within a recessed, preformed compartment, it is unlikely that the outer header bag was damaged. The packaging engineer stated, ¿this kit does have a header bag around the tray and assuming the scalpel only punctured the tray sidewall as shown in the photo, there is minimal chance that the outer header bag was also penetrated. In terms of the cause for the scalpel protective cover pre-activation, there is a process to ensure the cover is locked out during the packaging process so this likely happened after packaging¿ ; however, evaluation by the manufacturing facility found that a scar was issued for a potential contributing factor for this reported event. Since the exact cause could not be determined from the photo sample provided, the complaint is confirmed, cause unknown. A lot history review (lhr) of recn0923 showed no other similar product complaint(s) from this lot number.